Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone and stated the insulin pump has a blank screen. The insulin pump fell and the screen went black and then white. The battery was removed and then placed back in and there was no response`. The customer's blood sugar is unknown, the insulin pump is not expected to return.